Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report a hardware failure the patient experienced on (B)(6) 2014. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.